Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
(B)(4) - the dentist reported that 3 years and 6 months after dental implant was installed in patient¿s mouth, its loss of osseointegration was observed. In addition, 35 ncm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type iii), fenestration occurred during surgery and bone graft was executed.